Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states they had calibration errors. The customer's blood glucose level was 423mg/dl. The customer treated with the pump. Troubleshoot was conducted. The customer was advised the sensor would be replaced.